Event description:
Reporter alleged the connectors of the blood glucose monitoring device were melted and burned. Reporter stated the device is cleaned with bleach. Reporter indicated "no injury" and device was removed from service. A request was made for the return of the suspect device and replacement product was sent.